Manufacturer narrative:
The reported event of suture sleeve damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found a suture sleeve tie mark at the middle region of the lead. In this region, the lead insulation was cut/damaged and the inner coil was kinked, which is consistent with an overtightened suture sleeve. The suture sleeve was also split in two pieces, which is consistent with suture sleeve tie down forces. The suture sleeve was measured and found to be within specification. The cause of the reported event was consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, the suture sleeve of the left ventricular (lv) lead was observed to be damaged. The suture sleeve and lv lead were replaced to resolve the event. The patient was stable and will continue to be monitored.